Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed for air/water channel with using mh-948 at precleaning. Filters of reprocessor were not replaced in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air/water channel on the colonovideoscope tested positive for two (2) colony forming units (cfu) of pseudomonas species. The issue was found during reprocessing and multiple scopes tested positive after being reprocessed with the same automatic endoscope reprocessor (endothermo disinfectors etd4). According to the customer, this scope was last reprocessed on (B)(6) 2023. The scope was used four (4) times on a patient after testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. Related patient identifiers: patient identifier of (B)(6) is related to model number: gif-1100, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: gif-hq190, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: cf-hq1100, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: tjf-q180, serial number: (B)(6).

Manufacturer narrative:
The cleaning, disinfection and sterilization (cds) practices was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and aspiration was done with both the first and second position of the suction valve. The air/water channel was not flushed with air and water using the adapter. The scope passed a leak test and olympus prezyme was used as the detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port and forceps elevator were brushed during manual cleaning. Also, the forceps elevator was brushed and the distal end was brushed with a channel opening brush and single use soft brush. The scope was rinsed prior to manual disinfection. Olympus prezyme was used for manual disinfection and all channels were flushed and immersed in the disinfectant. The concentration and expiration date of the disinfectant was controlled and filtered water was used to rinse the scope. An olympus etd4 plus paa washer disinfector was used with endodet as the detergent and endodis as the disinfectant. All channels were connected with tubes when setting up the reprocessor, the concentration and expiration date of the disinfectant was controlled, and the water quality of the rinse water was controlled. The customer noted the water filter was not replaced periodically in accordance with the IFU. The scope was dried with the washer disinfector, wiped with a clean towel, and blown with filtered compressed air. The scope was stored in a simple cabinet. The customer noted the washer disinfector would be blocked since multiple scopes were cleaned and tested positive. Additional testing of the washer disinfector was planned. The scopes were reprocessed manually and mechanically after testing positive, but were not quarantined. The scopes were not cleaned immediately before sampling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.